Event description:
It was reported that device detachment, device did not seal, and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31 mm watchman flx laa closure device & delivery system (wds) were used. After initial deployment, the device did not meet position, anchor, size, and seal (pass) criteria and recapture was attempted. During recapture, the closure device came detached from the delivery system core wire, leaving the closure device partially trapped halfway inside the delivery system and halfway in the laa. The physicians attempted to recapture the closure device with a recapturing snare but were unsuccessful and resulted in the closure device fully deploying out of the delivery system into the laa. The position of the closure device left a 12 mm leak. A 20 mm watchman flx laa closure device was implanted in the gap resulting in closure of the leak assessed via transesophageal echocardiogram (tee) and angiography. Tee and angiography assessment further revealed a thrombus attached to the proximal part of the 31mm closure device. To resolve the thrombus, additional heparin was administered. It was also noted that a sentinel cerebral protection system was in place during the procedure and when removed, plaque was evident inside. The physicians suspect part of the thrombus was captured in the sentinel cerebral protection system. There were no patient complications noted.